Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally it was reported that the cartridge was leaking from the o-ring near the septum. Inaccurate. Blood glucose was not impacted. Reportedly the customer loaded a new cartridge and continued to use the pump for insulin therapy.